Event description:
It was reported when using the bd intima-ii y 26gax0.56in ssprn slm npvc there was leakage at the catheter and hub junction. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: " during use, leakage was found at the connection between the tube and connecting hub."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd intima-ii y 26gax0.56in ssprn slm npvc there was leakage at the catheter and hub junction. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ". During use, leakage was found at the connection between the tube and connecting hub.".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/17/2021. H.6. Investigation: a device history review was conducted for lot number 1139485. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was received for the purpose of our investigation. The returned unit was subjected to leakage testing. Our engineers noted that a leak was identified at the junction of the extension tubing and the housing. After bisecting the unit our engineers were able to determine that the device was not swaged to an excessive depth , this increased depth allowed the liquid to leak past the metallic bracket used to seal the fluid pathway. The most likely root cause for this event is related to the manufacturing personnel. H3 other text : see h.10.